Event description:
Additional information indicated that patient experienced a heating sensation around the lead site during a lumbar MRI. After 3 scan attempts, the MRI technician discontinued the MRI scan due to this issue. After the MRI was stopped the heating sensation resolved.

Manufacturer narrative:
Section d1 - brand name - changed to penta 3mm lead, 60 cm. Section d2 - common device name - changed to scs paddle lead. Section d4 - model number changed to 3228. Section d4 - serial number changed (B)(6). Section d4 - lot number changed to 6048174. Section d4 - expiration date changed to jul 5, 2019. Section d4 - UDI changed to (B)(4). Section h4 - device manufacture date updated to jul 5, 2017. A patient experienced a heating sensation while undergoing an MRI was reported to abbott. It was noted that the device was in MRI mode. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced a heating sensation while undergoing an MRI. It was noted that the device was in MRI mode. No further information was provided.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information; however, no further information was received.